Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastric variceal ligation procedure performed on (B)(6) 2024. The patient was admitted to our hospital due to physical discomfort and with a diagnosis of decompensated cirrhosis. The patient needed a ligation device for esophagogastric varices and ligation due to his condition. During the procedure, when the physician used this device for esophagogastric varices ligation on the patient, it was found that the ligation device could not be deployed, and a new ligation device was immediately replaced, and the procedure was successfully completed. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.